Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a frozen display. The display did not return after the customer inserted a new battery. The screen was black. The customer was unable to run the self-test because the insulin pump was not responding. Customer's blood glucose level was 6.5 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to corrosion on the lcd board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the frozen screen, black screen due to the blank display. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube.